Event description:
When a 2.5x18mm cypher stent was removed from the package, the physician found the proximal edge of the stent to be flared. After the package was opened, a 2.5x18mm cypher stent was flushed with heparin without being removed from the protective sheath. Upon removal, the proximal edge of the stent was noted to be flared. The physician implanted a different cypher (same size), and finished the procedure. The product was not clinically used in the pt there were no reported pt complications.